Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result from accu-chek inform ii meter serial number (B)(4). At 11:50, the result was 17 mg/dl. At 11:55, the result was 69 mg/dl and was believed to be correct.